Event description:
Freestyle 14-day sensor failed. This is the 7th sensor to fail in 5 weeks. Have reported all failures to freestyle, they have always replaced them with new, but replacements fail too. Quality control obviously a huge problem, not life-threatening, but very concerning. FDA safety report ID # (B)(4).